Manufacturer narrative:
(B)(4). Medical devices: cer bioloxd option hd 36mm; item# 650-1057; lot# 3102327. G7 vit e neutral lnr 36mm f; item# 30103606; lot# 65596487. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00157. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 6 months post implantation due to a fall. The patient was no longer stable due to tissue damage. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.